Event description:
It was reported that a patient presented for a routine generator change. Prior to procedure, there was noise on the atrial lead with isometrics. On (B)(6) 2024, the physician elected to cap the atrial lead with no replacement. There were no patient consequences before and after the procedure.